Event description:
The international philips field service engineer (fse) reported a ventilator had a battery failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the fse. The philips international service engineer (fse) replaced the battery. The unit was functionally tested and successfully passed required testing. The unit was returned to service. No other anomalies were reported. Based on the information provided and service performed, the alleged malfunction was confirmed to have failed to meet specifications.

Manufacturer narrative:
Reporter phone number: (B)(6).